Manufacturer narrative:
According to available information, no return of product is intended as the lead remains implanted and abandoned. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed a low out of range impedance measurement. In addition, the lead displayed noise. Pacing and sensing measurements were normal. Simple left arm movements reproduced the noise. An x-ray did not reveal any lead fracture. A decision was made to replace this lead. A revision procedure was performed. The lead was surgically abandoned and replaced. The device remains in service. No adverse patient effects were reported.